Manufacturer narrative:
(B)(4). A used disposable system was received. The sample was disinfected and a visual inspection was performed. The rosebox in the drip chamber was not in position and just floating in the chamber. Evaluation of the sample by baxter and haemotronic found that the rosebox was out of place within the drip chamber. Haemotronic analyzed the sample and found it to be in compliance with the specification; they also attempted to simulate the failure under lab conditions. The failure could not be simulated in lab conditions. Based on the information obtained from baxter's and haemotronic's investigation, the root cause was not determined. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.

Event description:
A customer reported to baxter that the rosebox in the drip chamber of a accura disposable set was not in the right position during use. The customer reported that the rosebox was floating in the liquid. There was no patient injury or medical intervention reported. No further information is available at this time.